Manufacturer narrative:
Device not returned for evaluation. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a shoulder surgery. Sometime post-op, the patient noticed a lump on the anterior shoulder. A CT scan showed metal debris. The patient underwent a revision surgery.